Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of the phaco tip became hot causing corneal burn and sutures were required; therefore, the condition of the product could not be verified. Even though no lot number was identified with this complaint; our products are processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. A possible contributing factor of the phaco got hot is if an occlusion occurs within the phaco tip during surgery. The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during two cataract extraction procedure tow patients experienced corneal burns. It was reported that the phacoemulsification tip got hot. The handpiece was exchanged but the same tip was used again. The surgeon could not be sure if all of the ophthalmic viscoelastic device (ovd) was removed. Both cases were completed. This is one of two reports for this facility.